Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The d8 and g2 field was corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 8 years since the subject device was manufactured. Based on the results of the investigation, non-olympus equipment can cause instability of the automatic brightness adjustment. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: ¿warning¿non-olympus equipment can cause instability of the automatic brightness adjustment. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source image did not display when connected to a gastrointestinal scope. Capture would work on and off. The issue was found during procedure and the intended procedure which lasted 10 to 15 minutes was for colonoscopy and upper endoscopy. The procedure was not canceled. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of image did not display when connected to a gastrointestinal scope was confirmed. Device evaluation found faulty socket. Additionally, device evaluation found the locking mechanism and scope detection slide are not functioning. This is causing the front panel to blink constantly (intermittently), discoloration of the front panel, broken (cosmetic damage) and a 400 hour plus non-olympus lamp usage was noted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.